Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during removal of the driver would not engage with the recess of the screws. Two locking screw heads got worn out. The event reportedly delayed the procedure 30 minutes this report is for two unknown 3.5 screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for two unknown 3.5 screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.